Manufacturer narrative:
The event occurred in (B)(6).

Event description:
Caller reported there is a black line on the display of the blood glucose monitoring device. Caller stated misinterpretation is possible. No further information is available. No physiological effects were reported. The caller did not report patient needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged blood glucose monitoring device for evaluation.